Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a tubal laparoscopy procedure, the instrument was emitting a noise and broke. A piece of the device fell into the patient. The piece was able to be removed with an instrument. A second device was used to complete the procedure. No patient consequence was reported.